Event description:
It was reported that the lead perforated the patient. Although the patient was hemodynamically stable, the patient had chest pain at a high intensity. The pain disappeared when the lead was retracted. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.